Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device is broken and the display is damaged from improper use. There was no reported patient involvement.

Manufacturer narrative:
The customer declined to have the device repaired as the cost was too high. They requested to leave the device at their site unrepaired.